Event description:
The field service rep (fsr) reported that during preventive maintenance (pm) of the device, the filter assembly looks slightly distorted. Per the user facility's biomedical engineer, the filter looked like it may have melted. Since the event occurred during preventive maintenance, there was no pt involvement.

Manufacturer narrative:
The customer called in for a replacement filter assembly for the cooler heater unit.